Event description:
The user facility's biomedical engineer (biomed) reported that during preventive maintenance (pm) of the device, the system had a bulb burned out in the power switch. There was no patient involvement.

Manufacturer narrative:
The user facility's biomed replaced and disposed of the suspect part. No part will be returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.